Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that corrugated extension tubing is not fitting snuggly to the t-piece. Any movement of the patient head or circuit can cause a disconnection. There was no delay in therapy that was critical to this patient. Product was being used on an intubated/ventilated patient and was part of the ventilator circuit. The gases from the ventilator are heated to 37degrees and humidified through a humidifier. Sterile water is used in the humidifier. The product kept coming off the circuit and would not stay connected. The patient would move their head, or staff were repositioning the patient the product would become disconnected as well. The disconnecting of the product did not result in any harm to the patient and staff was always present to reconnect the circuit right away. The potential for it to cause harm was high if the product became disconnected when no staff were in the room. No medications were given through the ventilator circuit before or after the problem was noted. There is patient involvement but no patient harm.